Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Pn: (B)(4), lot # y09s0369. The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported circuit will not calibrate up to 39-43, 0nly to 29cm. They have tried 2 complete circuits. Using a set of cap/diaphragms from a different lot# fix the issue, the unit is at 41cm. The customer additionally reported, they had issues earlier in the year with the circuit calibration not passing and it turned out it was not the vent and most likely the cap/diaphragms at that time. The carefusion tech support specialist in conjunction with the customer determined that the root cause of the reported event was faulty cap/diaphragms.